Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one dilator which appeared typical and within dimensional specifications. Microscopic examination revealed that the tip was frayed around the outside with white stress marks indicating the application of stress or resistance to this area. This type of damage is consistent with previous tip damage that occurred during insertion. The provided instructions state to enlarge the puncture site with the cutting edge of the scalpel positioned away from the guide wire which is already inserted into the patient. Then, thread the tapered tip of the dilator over the guide wire. The customer did not report their insertion technique or if they enlarged the puncture site. Review of the change history of the dilator did not reveal any relevant changes. The device history records for the dilator were reviewed with no relevant findings. Therefore, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the hemodialysis dept., the tip of the dilator is too soft and in turn the user is not able to properly dilate the patient's tissue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.